Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open surgery, the black knob fell off the floor after stapling with two handles. Another device was used to resolve the issue in order to complete the case. There was no patient injury.